Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and as a result customer was unable to perform pump functions. Customer's blood glucose was in the low 100's mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.